Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: catheter.

Event description:
On (B)(6) 2015, information was received from a patient receiving morphine sulfate (unknown dose and concentration) and bupivacaine ( unknown dose and concentration) via an implantable pump for non-malignant pain. On (B)(6) 2013, the patient began to experience a bacterial infection of meningitis. The pump and catheter were explanted in "september or (B)(6) 2013". The infection/meningitis was resolved on an unknown date.